Manufacturer narrative:
A review of the manufacturing history confirms non non-conformances were identified. The device has not been returned for evaluation. Based on the length of time the device has been implanted it is likely that the rebushing procedure was required due to normal wear and tear of the device. Requests are being made for additional information and a supplemental report will be provided if this information is received. Please note that this custom implant is similar to the met smiles total knee replacement implant (k120992).

Manufacturer narrative:
A rebushing procedure was successfully performed with no reported complications. Rebushing is an anticipated event due to the nature and design of the implant. It consists of the replacement of poly components which are susceptible to wear such as bearings and bushings, in addition to the axle and related retaining mechanisms. This complaint is being closed and is being tracked and trended.

Event description:
It was reported by the surgeon that the patient underwent a distal femur replacement procedure on (B)(6) 1999 and subsequently underwent a rebushing procedure on (B)(6), 2014. Ref: (B)(4).

Event description:
It was reported by the surgeon that the patient underwent a distal femur replacement procedure on (B)(6) 1999 and subsequently underwent a rebushing procedure on (B)(6) 2014.